Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the inability to pass the guide wire. The guide wire became kinked and stuck within the needle. The entire needle with kinked guide wire was removed. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide for evaluation. The distal end of the spring-wire guide was found to be kinked in several places. Coil offset was identified. The introducer needle was not returned for evaluation. The length and outer diameter of the spring-wire guide were measured and were within specification. The introducer needle was not returned for evaluation. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit warns that to reduce the risk of spring-wire guide dam age, do not retract the spring-wire guide against the edge of the needle while in the vessel. The customer reported issue of the spring-wire guide kinking during interaction with the introducer needle was confirmed during the sample investigation. The spring-wire guide was visually examined and found to be kinked in several places. Dimensional inspection of the spring-wire guide did not identify any issues. The introducer needle was not returned for evaluation. (Con't) other remarks: a device history record review was performed and no relevant findings were identified. The probable cause of this issue could not be determined as a complete sample was not returned for evaluation.

Event description:
The customer alleges the inability to pass the guide wire. The guide wire became kinked and stuck within the needle. The entire needle with kinked guide wire was removed. No patient injury reported.